Manufacturer narrative:
The baxter technician found the auxiliary power cord needed to be replaced. Per the hillrom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Examine the plug for damage. Make sure the plug is a one-piece molded plug assembly. If it is not, replace the plug cord assembly. Replace any plug cord assembly that shows any of these: discoloration of the plug molding around the plug blades; this could occur if the plug blades have overheated or arced. Any signs of cracking; this could occur if the plug has been bent and straightened to a point past its useful life. Loose fit of the plug blade (the plug blade moves in the molding); this could occur if the molding has overheated or the blades have been bent and straightened to a point past their useful life. Any signs of damage to the cable. Any exposed wires. Replace the power cord, if damaged. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The replacement auxiliary power cord was sent to the customer and the customer will replace to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the auxiliary power cord was caught on fire. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).